Event description:
The customer reported that during fixing the screw, the tip of the screw broke.

Manufacturer narrative:
Based on the information available, possible suspected root cause(s): patient had solid bone. The undriven tip of the screw has experienced resistance and the tip has sheared off at a point of the screw beyond the end of the fully engaged driver. The most likely cause of failure is too tight a bone tunnel. This results in excessive torque being required to insert the screws, which causes the shearing off of the distal tip of the screw.